Event description:
It was reported that an intraocular lens was removed intraoperatively as the lens would not unfold properly in the pt's eye. The incision was enlarged to remove the lens. Another lens was successfully implanted. Add'l info has been requested. Please ref MDR # 1119279-2013-00018 for the intraocular lens.

Manufacturer narrative:
The delivery device was returned for eval. Investigation of this event is in progress.